Event description:
[The following information was previously reported in manufacturer's report # 3004209178-2012-11134, however, will now be documented in manufacturer's report #3007566237-2014-00445 going forward due to this was a second occurrence of an overdose for this patient: it was reported that during the patient¿s second refill on (B)(6) 2012, the drug was removed, the pump was cleaned and they started to refill. Per the reporter, at approximately 20 cc, the patient started to not feel good and that she could feel it run out of the pump inside her. It was noted the pump was filled with 35 ml; however, the reporter did not see the refill to know the amount in the syringe. The patient stated it became warm around the pump, the patient became flushed, their heart rate increased, and their blood pressure went up. The patient felt the same way on (B)(6) 2012 and the patient thought something was wrong with the pump, that the reservoir was faulty. The reporter asked if the pump could be a 20 ml pump rather than a 40 ml pump; therefore being the reason why the patient started to feel the drug go into the tissue around the pump at 20 ml. It was again noted that the clinic had stopped using the manufacturer¿s refill kits, so the clinic thought that might be an issue. The reporter noted patient symptoms of shock. A rotor study was to be done on (B)(6) 2012. It was reported later that day that the drug had to be removed because the "drug was faulty and killing people." The pump was being used to deliver bupivacaine and dilaudid.] It was later reported that when the hcp used the wrong needle/wrong refill kit, ever since that time, the pump had been ¿screwed up.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), product type catheter; product ID 8731, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient had an overdose that was caused by the pump. The drug used in the device system at the time of the report was unknown.